Event description:
Patient and wife report that when adding diluent to cassette, the syringe "shot off'' from the tubing due to too much pressure. Patient reports diluent spilled and they used new medication, diluent and cassettes to successfully continue infusion. Patient reports this happened twice on monday (B)(6) 2022 and once today (B)(6) 2022. Pharmacy sending new cassettes and 60ml syringes. Patient unable to provide lot numbers for either product no further information, details or dates provided. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.